Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device displayed fault code 05 (charge time-out), 'noisy' egms, diminished pacing impedance and patient complaint of muscle stimulation during impedance measurement testing.